Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The event log was unable to be downloaded. Service found the leads were un-soldered at the real time clock lithium batteries. Service replaced the real time clock batteries and reinstalled software applications. Use testing was performed. The problem source customer induced damaged clock batteries.

Event description:
Information was received that the cadd prizm vip pump has error codes 10104, 10040, and 20201. No reported adverse effects.